Event description:
Medtronic received information regarding a navigation system being used during a stereoelectroencephalography (seeg) procedure. It was reported that the system unexpectedly shut down twice when plugged into wall power. The main cart monitor went black, although the camera cart continued to function as designed. Initially, the system was plugged into a boom and then moved to a red wall outlet where other devices were also connected. Troubleshooting steps included running a self-test and unplugging from wall power, during which the battery level dropped to 83% but stabilized. This issue caused less than 1 hour surgical delay. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735773. Multiple fdd/annex a codes were reported. A0719 was coded for system unexpectedly shut down twice. A0902 was coded for main cart monitor went black. The system was serviced in the field by a medtronic representative. Testing revealed that hardware was replaced. The navigation system then passed the system checkout and was found to be fully functional. Codes b01, c13, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6: the returned battery was analyzed. It was tested (52.56 v) with a known good ups for a 24hr period. The ups was then unplugged from main power and did shut down immediately. Battery was not holding enough of a charge to power the ups. Code c02 is applicable, as are previously reported codes b01 and d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.